Event description:
It was reported occlusion alarms occurred. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer does not cycle the cartridge during the load procedure and sometimes uses cold insulin, this is considered off label insulin use.